Manufacturer narrative:
(B)(4) initial report (B)(4). No ae reported. Additional information including device details and the return of the instrument have been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The relevant device manufacturing records will be retrieved and reviewed upon receipt of the appropriate device details. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
The proximal end of a chana reamer handle has broken and damage was observed to the internal mechanism.

Event description:
It was reported that a corin reamer handle had broken and damage was observed to the internal mechanism, however, it has been identified in the investigation of this event that this was not a corin device.

Manufacturer narrative:
(B)(4) final report. This event report was initially submitted as it was thought to concern a corin instrument. However, as a result of investigations it was identified that this instrument was not manufactured by corin and thus corin considers this file closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.